Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage closure procedure was being performed guided by intracardiac echocardiogram (ice). Trans-septal cross was performed without irregularities. However, once left atrium access was gained, it was noted that the ice catheter was deep in the pulmonary veins. The physician had difficulty going sub-mitral with the ice catheter and there were several maneuvers with the ice catheter. The 24mm watchman flx pro closure device was successfully release in the intended location after a single deployment. Upon withdrawal of the devices from the left atrium, a semi-large pe was identified surrounding the right atrium. A pericardiocentesis was performed and approximately 1,700c of blood was drained from the pericardial space and re-transfused. The patient was transferred to the operating room for further intervention. The implanting and surgical physician both suspected the ice catheter had caused a perforation during manipulations in the left atrium. The patient is expected to fully recover.

Manufacturer narrative:
H6: patient code added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage closure procedure was being performed guided by intracardiac echocardiogram (ice). Trans-septal cross was performed without irregularities. However, once left atrium access was gained, it was noted that the ice catheter was deep in the pulmonary veins. The physician had difficulty going sub-mitral with the ice catheter and there were several maneuvers with the ice catheter. The 24mm watchman flx pro closure device was successfully release in the intended location after a single deployment. Upon withdrawal of the devices from the left atrium, a semi-large pe was identified surrounding the right atrium. A pericardiocentesis was performed and approximately 1,700c of blood was drained from the pericardial space and re-transfused. The patient was transferred to the operating room for further intervention. The implanting and surgical physician both suspected the ice catheter had caused a perforation during manipulations in the left atrium. The patient is expected to fully recover. It was further reported that cardiac tamponade occurred.